Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cleo infusion sets had detachment issues. The reporter noticed that the tubing became detached from the adhesive patch and patient`s glucose rose from 144 mg/dl to 200 mg/dl, then reinserted a new cleo infusion set i.e. The third infusion set used and gave a bolus twice with the pump to resolve. Later, third infusion set also had the tubing got detached from her site again and patient`s glucose level rose to 325 mg/dl. There was patient involvement and no harm. This malfunction would lead to cause hyperglycemia to the patient.